Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for oxygen low flow. The device's oxygen port was replaced to address the issue. Further information received from repair evaluation, the oxygen port broke during original testing and original tests should have been terminated. After replacing oxygen port, the device failed a test step for oxygen low flow could not be confirmed and passed all tests.